Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported "no audio" which was reproduced. Evaluation observed and found that the pump speaker had cracking sound from it. The cause was determined to be failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.